Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert. Upon review, the alert was for the left ventricular impedance out of range. The lead impedance was high and the lead was not capturing. The patient was brought into the office on (B)(6) 2018. Programming changes were made. The patient was doing well and would continue to be monitored.